Event description:
The programming system was returned on (B)(6) 2012 and an analysis was performed on the handheld, flashcard, and programming wand. The handheld and flashcard performed to function specifications, and no anomalies were observed. The analysis on the returned programming wand also revealed no anomalies. The battery returned with the wand was not depleted and no visual anomalies were identified with the wand. The wand performed to functional specifications. Additional follow up was attempted with the patient's treating physician and it was confirmed that the patient was successfully interrogated at her last appointment on (B)(6) 2012. No other information was provided.

Event description:
It was reported that at a follow up visit on (B)(6) 2012, the patient's generator could not be communicated with. Per the patient she had also been experiencing a slight increase in her depression, still improved over her pre-vns baseline, as well as a decreased perception of her stimulation. The patient had been seen a few weeks prior and at that time the system was interrogated successfully, with normal diagnostic results. The patient was no longer present when the physician called to report the failure to program however, the wand battery was checked and appeared to be sufficient and the physician confirmed that the handheld was unplugged when interrogation was attempted. It is unclear at this time, what the cause of the failure to program is, however a new programming system was sent to the office. Follow up was performed, after the new system was sent, however the patient has not been seen again since. The programming system has not been returned to date.

Event description:
Additional programming history was reviewed on (B)(6) 2012. On (B)(6) 2012, the patient's generator was successfully interrogated with no anomalies noted.

Manufacturer narrative:
.